Event description:
On 4/25/2024, it was reported by a sales representative via sems-06550010 that an unknown arthrex pump did not regulate fluid during the case in or2 and released an excess amount of fluid into the patient. The surgeon needed to perform a procedure to remove the fluid. This was discovered during a procedure. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Corrected information: d1, d2, d4.

Event description:
Additional information was received via phone on 7/17/2024: the ar-6480 dualwave arthroscopy fluid management system / sn: (B)(6) was used in a right knee arthroscopy with a meniscal repair procedure on (B)(6) 2024. Extravasation occurred on the patient's right calf and thigh 9 minutes into the procedure. This initially distended the joint, and the pressure was excessive. Then, fluid escaped into the surrounding tissue. The pump settings were documented as 35mmhg. A "4 compartment and lateral fasciotomy" was performed during the surgery to remove the excess fluid. An ar-6410 arthroscopy main pump tubing (lot is unknown) was used with the pump during the event. The surgical procedure was aborted once excessive fluid was observed by the surgeon. No additional medical intervention was needed. The recovery was noted to be prolonged, and the patient was discharged that night.

Manufacturer narrative:
Additional information: b3, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error. The dfu for this device warns the following: 1. All fluid inflow devices, including gravity assist, may cause fluid extravasations into the surrounding tissues. This extravasation may be mild, moderate, or severe. In severe cases, the resulting edema may result in a serious adverse patient event which may include compartment syndrome, nerve compromise, or death. Undiagnosed capsular defects will exacerbate fluid extravasation conditions. 2. Failure to follow the setup instructions and/or continuing to use the pump without resolving an alarm condition could result in a serious patient adverse event. 3. Failure to adhere to the setup instructions and use of arthrex certified tubing may result in inaccurate pressure sensing and monitoring by the device. It is imperative that the user is aware that patient safety may be compromised when an alarm on the pump is ignored or silenced incorrectly. Never ignore or silence alarms. Follow appropriate troubleshooting procedures and carefully monitor the patient. Only arthrex certified tubing must be used.